Event description:
Metal clamp damaged cord. Damaged cord in contact with metal towel clip. Electrical current passed through to patient each time esu activated. Patient skin burned - approximately 5 cm. In length, through the skin layers. Area debrided and approximated with suture. Facility staff immediately reviewed appropriate attachment with all operating room personnel. Manufacturer scheduled to provide additional review.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure, power cord. Conclusion: device failure occurred and was related to event, user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.